Manufacturer narrative:
(B)(4). This complaint for a system error 2240 (air in the set) was not confirmed due to lack of sample. The cause was undetermined. The lot number is unknown therefore a batch review was not performed. Similar reports have been received for the reported problem the root cause investigation is in progress through renq-CAPA-(B)(4).

Manufacturer narrative:
(B)(4). The sample lot number is unknown at this time. The sample availability is unknown at this time. A follow-up MDR will be submitted if additional information is obtained.

Event description:
A customer contacted baxter's technical service center regarding a system error (se) 2240 (air in set) on the homechoice machine (hc), which occurred during dwell 5 of 6. The home patient (hp) had four bags connected. The hp did not disconnect and there were no bags that disconnected. The hp cycled the power and the alarm was cleared. The hp would complete therapy with manual supplies. There was patient involvement. No patient injury or medical intervention was reported.